Event description:
Consumer called and stated the switch sparked.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed that the pad was in good condition. It was little bunched up and one thermostat was slightly bent. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue